Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed noise on the right ventricular lead. Programming changes were performed. The patient was stable before, during, and afterwards.